Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a right medial collateral ligament reconstruction, when the screw driver was being turned, the biosure screw shattered into pieces outside the reamed bone tunnel. Surgery was completed after a 5-minute delay, using a back-up device instead. No further complications were reported.

Event description:
It was reported that, during a right medial collateral ligament reconstruction, when the screw driver was being turned, the biosure screw shattered into pieces outside the reamed bone tunnel. All the broken pieces were removed with forceps and a rongeur. Surgery was completed after a 5-minute delay, using a back-up device in the originally drilled bone hole, no void was left on the patient. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b2 and h6 (health effect - impact code).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. An analysis of the customer provided images found the device's label and a broken screw. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.